Manufacturer narrative:
Device has not been received for evaluation.

Event description:
It was reported that the device was showing falsely high pressure. The set was routinely zeroed to atm. Mean arterial pressure drifted up to 110mmhg which is not in keeping with patient assessments and parameters.